Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws became jammed on tissue during the first usage. The device was wiggled off with no tissue damage in order to remove it. The knife of the device was reported as being exposed. The surgeon completed the procedure with the use of sutures. There was no pt injury.